Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® sf nav uni-directional catheter and after the procedure, the patient suffered cardiac tamponade which required blood removal. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that it probably was because of high transseptal puncture and a little difficult to get through the septum as well as it was a redo. Settings during the event include: power control mode with 35 watts, irrigation flow of 17 ml and heparin with an activated clotting time between 250 and 350 seconds. A heartspan needle and mobicath sheath were also used. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).